Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission with an alert for atrial fibrillation from the implantable cardiac monitor. Upon review of the device diagnostics, the information did not show any evidence of atrial fibrillation at the time of the alert trigger. There were no adverse consequences to the patient reported.